Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of the grip. A piece approximately 0.532" x 0.199" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument tip was broken while lifting the uterus to dissect the myoma. The issue occurred after the surgeon began the procedure for 10 minutes. No external pressure applied or collision occurred when using the instrument. The instrument tip fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The surgeon believed the issue was due to the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No known impact or patient consequence was reported.